Manufacturer narrative:
(UDI) is unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional tests were performed. The top case was cracked. There was motor rate error in the event history log. Run motor drive and occlusion tests were performed and the reported problem was duplicated; due to leadscrew and clutch halves worn out from normal use, the pump was over 8 years old. The root cause was deemed to be normal wear. Actions were taken to mitigate the reported issue: replaced leadscrew, right and left clutch halves.; performed occlusion test which passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.